Event description:
Four (4) days post excision of large back lipoma procedure, performed in 06, the catheter broke in the pt while being removed. An approx 5 inch segment remains in the pt. The pt did not want a re-exploration, therefore, the segment was not removed. The pt had no add'l treatment after the incident and is doing well.

Manufacturer narrative:
Eval summary: the device involved in this incident was not available for eval. Without the actual product, a complete analysis cannot be conducted. Therefore, the info contained herein was based on the info provided by the initial reporter (surgeon). It is noteworthy that the surgeon involved in this incident indicated that the catheter appeared to be cut. The device directions for use (dfu) states: "do not cut or forcefully remove the catheter". Based on this info, the technique used in the removal of the catheter may have contributed to the reported incident. We tested 4 retained catheters from the same lot (632217) involved in this incident. The tensile strength of the "mid-body" and "infusion" segment was tested, and the results were found to be within acceptable limits. In addition, a review of complaint history showed that this is the only catheter break related incident from this lot. We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catheter break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occurring within the estimated risks limits. It is worth noticing that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.